Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that a cartridge detection notification occurred during the load sequence. In addition, it was reported that multiple cartridge change errors occurred during the load sequence. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose was 167 mg/dl. Customer declined troubleshooting with tandem technical support.